Event description:
It was reported that during a endovascular stenting treatment procedure, guide wire markerbands were not correctly placed. The target lesion was located in the mildly to moderately tortuous and calcified right superficial femoral artery (sfa). At an unspecified time during the procedure, under fluoroscopy, the markers of a 035/180 magic torque guide wire were noted as having incorrect spacing. The magic torque guide wire was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a endovascular stenting treatment procedure, guide wire markerbands were not correctly placed. The target lesion was located in the mildly to moderately tortuous and calcified right superficial femoral artery (sfa). At an unspecified time during the procedure, under fluoroscopy, the markers of a 035/180 magic torque guide wire were noted as having incorrect spacing. The magic torque guide wire was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a distal tip kink. All of the radiopaque markers are attached however, there is no evidence of complete solder at the second marker and neither a correct spacing between markers . All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is supplier manufacture as device performance is attributed to design specifications. (B)(4).